Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii bifurcate stent graft system was implanted in the endovascular treatment of a unknown sized abdominal aortic aneurysm. Approximately one year post implant it was reported that a CT scan showed a mild prosthetic endoleak located in the posteromedian segment of the right leg given as possibly a type ii or type iii endoleak. No cause of the event was reported. No additional clinical sequelae were provided and the patient will be monitored.